Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 91 mg/dl at the time of incident. It also reported that display is blank currently and display was blank less than 30 seconds. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported that the battery compartment was neither damaged nor corroded. The customer was advised that the insulin pump will need to be replaced. The customer will not be return insulin pump for analysis.